Manufacturer narrative:
In this incident, a proultra tip #6 separated in a patient's mouth. Though the separated tip was retrieved and there was no report of patient injury, ther have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function. Therefore, this event is reportable per 21 cfr pare 803. The device was returned for evaluation, though results are not availabel as of this report.

Event description:
A proultra endo tip separated in a patient's mouth. The separated piece was retrieved without sequela.